Manufacturer narrative:
Rmas issued for 9amph 12v battery and lower door cap cover. No parts have been returned to manufacturer for analysis. Parts not returned.

Manufacturer narrative:
A medtronic field service engineer evaluated the o-arm system and found that the x-ray batteries did not hold a charge. The charge indicator for x-ray batteries dropped to zero when umbilical cable was disconnected. It was also found that the lower door cap was cracked. The batteries and door cap were replaced. This resolved the issue. System is now fully functional.

Event description:
A medtronic representative reported that, while in a procedure, the o-arm 1000 imaging system pendant was showing a door open message when the door was closed. In trouble-shooting, it was determined that the system appeared to stutter and did not move completely through its motions. There was noticeable damage to the gantry skins from a previous collision. The surgeon opted to discontinue the use of the o-arm imaging system and the navigation system. The procedure was completed using a c-arm. There was no impact on patient outcome.